Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue ¿ broken cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. There was no reported sign of mishandling or misuse. Based on the information provided at this time, this case is being reported because: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury.